Event description:
It was reported that there was loss of capture (loc) of this right ventricular (rv) lead while patient was still in the hospital from initial implant. It was noted that this lead was implanted in the left bundle branch, which was considered to be off-label use of this product. A chest x-ray was performed, and it was found that the lead had migrated further into the left ventricular anatomy. The pacing impedance had decreased to approximately 500 ohms. This lead was repositioned, but lead had migrated again. No additional adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that there was loss of capture (loc) of this right ventricular (rv) lead while patient was still in the hospital from initial implant. It was noted that this lead was implanted in the left bundle branch, which was considered to be off-label use of this product. A chest x-ray was performed, and it was found that the lead had migrated further into the left ventricular anatomy. The pacing impedance had decreased to approximately 500 ohms. This lead was repositioned, but lead had migrated again. No additional adverse patient effects were reported. Currently, this lead remains in service.

Manufacturer narrative:
Added code for perforation after medical review deemed it to be appropriate for this situation.